Manufacturer narrative:
The investigation confirmed that higher than expected tsh patient results were obtained while using the vitros 5600 system. Performance testing and review of instrument data demonstrated that the vitros 5600 analyzer was operating as expected at the time of the event. The investigation did not determine a root cause of this event, however, the affected vitros tsh reagent cannot be ruled out as a contributing factor.

Event description:
The customer obtained higher than expected vitros tsh patient results for multiple patient samples while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No discrepant tsh patient results were reported from the laboratory to the clinician. There were no allegations of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).